Manufacturer narrative:
Health effect impact code: f26 . Component code: g01003. D8. Was this device serviced by a third party? No . The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of a retained kit of the complaint lot number. Trending review determined no adverse trend for the issue for the product. The ticket search by lot indicates that the reagent lot performs as expected for this product. Labeling review concludes that the issue is adequately addressed. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. In house testing determined that the sensitivity performance of the complaint lot is not negatively impacted. Testing of two commercial seroconversion panel showed results comparable to the data provided by the manufacturer of the panel. Based on the evaluation, no systemic issue or deficiency of alinity I hiv ag/ab combo reagent, lot number 21112be00 was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) alinity I hiv ag/ab combo result on a (B)(6) patient. On (B)(6) 2020, the sid (B)(6) generated alinity I hiv ag/ab combo (B)(6). The patient has been (B)(6) since 2011 and is being treated with (B)(6) medication to ensure an (B)(6). (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Section a. Patient information additional information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section a. Patient information additional information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.